Manufacturer narrative:
(B)(4). Method: the complaint iw990 infant warmer was returned to our fisher & paykel healthcare (f&p) service centre in (B)(6) for service, where it was inspected by a trained f&p technician. Our investigation is thus based on the photographs and information provided by our service centre in (B)(6). Results: during device servicing, the head case of the infant warmer was found to be crazed. Conclusion: during device servicing, it was established that the head of an infant warmer was crazed. Based on the information provided, the root cause of the physical damage could not be determined. The warmer head of the iw990 infant warmer can be swivelled 130 degrees from the center and is susceptable to impact damage particularly if the head is swivelled. It is also worth noting that the subject iw990 infant warmer was released for distribution in 2009 and thus is over 11 years old. The user manual for the iw990 infant warmer states "ensure all warmer parts and accessories are checked before returning the device to service". The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year. The subject infant warmer was repaired and was returned to the customer after passing all the required safety and performance tests.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that an iw990 wall mount infant warmer was not working properly. Upon device servicing at the regional office, it was discovered that the head case was crazed. There was no patient involvement.